Event description:
It was reporting that the insulin pump had unresponsive buttons. Troubleshooting was performed. The device rested and it had frozen display. No further info was provided.

Event description:
Caller reported compact plus blood glucose results of 348 mg/dl and 160 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.